Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a loose contact of power cable and fastened. The system is operating as intended.